Event description:
It was reported that when the catheter was attempted to be used, it was noticed that the tip of the catheter was bent. Another device was used to complete the procedure. There was no reported patient involvement.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq1147 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was attempted to be used, it was noticed that the tip of the catheter was bent. Another device was used to complete the procedure. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bent catheter tip is confirmed; however, the exact cause remains unknown. One 4 fr groshong nxt catheter was returned with its inlaid stylet. The product sticker label indicated lot: refq1147. A slight bend was noted in the distal 2 cm of the catheter. The apex of the bend was 1 cm from the distal tip. The stylet was removed from the catheter and no bends were noted. Microscopic observation of the bent catheter region did not reveal any apparent material surface damage. The cause of the catheter bend could not be determined from the information provided. A review of the manufacturing records was conducted and there was no evidence to suggest a manufacturing related root cause was noted. Since the bend in the catheter was found to be present, the complaint is confirmed, but the exact cause remains unknown.